Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the lot number is illegible or missing on the packaging of blunt needles. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows the shelf box label. The other two photos show four packaging blisters each; the packaging blisters have illegible printing. This defect can occur if the print head was dirty inducing the illegible print. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. A device history record review was completed for provided material number 305211, lot number 0115115. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle with filter label was illegible and missing the lot number. The following information was provided by the initial reporter: "we have received a complaint from a customer regarding the illegible / missing lot number on the packaging of the blunt needles ref (B)(4) with lot number 0115115."